Event description:
It was reported that the pump battery was unable to charge despite using multiple wall adapters and power sources. Customer¿s blood glucose value was 290 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.